Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. A pericardial effusion was noted prior to the case. To begin the procedure, a cook medical needle's eye snare was used femorally, in an attempt to grasp the ra and rv leads and provide additional traction, but efforts were unsuccessful. From the pocket, a cook medical liberator locking stylet was inserted into the rv lead to provide traction. Beginning with a cook medical 11f evolution rl controlled-rotation dilator sheath and cook outer sheath on the rv lead, some progress was achieved in the vasculature. Next, a spectranetics 14f glidelight laser sheath was used to advance through adhesions, present in the superior vena cava (svc). Then, focusing on the ra lead, a liberator was inserted into the lead for traction. Beginning with a byrd dilator sheath, the adhesion in the svc was discovered to be slightly detached, and the ra lead was successfully removed. Turning attention back to the rv lead, the 14f glidelight could not be advanced over the lead, because something like a "clot" was present (explained as an insulated snowball, rather than a solid object). Upsizing to a 16f glidelight and glidelight outer sheath, the rv lead conductor appeared broken at the svc; therefore, the 16f glidelight and outer sheath were removed, and the cook liberator outer sheath was advanced, in order to remove the liberator from the rv lead. However, when the outer sheath was advanced, severe reverse bleeding was noted, and the liberator outer sheath was removed. Using the 16f glidelight and glidelight outer sheath again, the rv lead was freed. Then, the rv lead, 16f glidelight, and glidelight outer sheath were removed. Shortly after the procedure, the patient's blood pressure dropped, and the pericardial effusion was detected, but had not changed from pre-procedure. Therefore, computed tomography angiography (cta) confirmed bleeding from the svc, and the svc was found to be ruptured. Rescue efforts began, including percutaneous cardiopulmonary support (pcps). However, the patient's blood pressure had dropped significantly, and it was determined the patient may not have been able to tolerate open chest surgery. Unfortunately, the patient died (B)(6) 2024, 14 days post-procedure. It was believed that a blood clot may have formed from the sheath (unknown which sheath), and the clot dispersed into the pulmonary artery. This report captures the 16f glidelight, the last device within the area when the perforation was detected, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient date of birth unk. A4): patient weight unk. B7): other relevant history unk. D4): device serial number unk. H3): the 16f glidelight was not returned, thus no returned product investigation was performed. H6): great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.